Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half height drawer 2.1 and 2.2 not registered to close. Customer tried to keep recover but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer tested drawers 2.1 and 2.2 and found that drawer 2.2 would not extend to the full 22 inches. The fse held the drawer out and exercised the rails by fully extending them, after which the drawer was reinstalled into the system and was able to extend to the full 22 inches. The repair was verified using the hardware testing application with no issues, and the customer was able to access medications without any problems. The system functioned as intended field service engineer repaired the device.